Event description:
It was reported that high put of range impedance and high capture threshold were noted. The lead was suspected to had been cut or damaged during implant procedure. The physician decided to cap and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.